Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/3/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qgbach and no non-conformances were identified. The following information was requested, but unavailable: please clarify how many broken sutures are involved in this event: in relation to needle, what is the approximate location of suture breakage? Did the suture separate completely?

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many broken sutures are involved in this event: in relation to needle, what is the approximate location of suture breakage? Did the suture separate completely?

Event description:
It was reported that a patient underwent an external tendon hand surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke when sewing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.